Manufacturer narrative:
Other applicable components are: product ID 8780 lot # serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare professional (hcp) on (B)(6) 2016 regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The symptoms / suspicion of csf leak were present since implant, but the hcp was not certain of the exact date. The date of the event was (B)(6) 2016 (month and year known only). It was reported magnetic resonance imaging (MRI) was planned. It was unknown if the MRI was due to a problem with the device or therapy. The patient experienced a gradual change in therapy/symptoms with symptoms of headache, double vision with concern of a cerebrospinal fluid (csf) leak. Additional information was later received via a consumer on 2017-nov-03. It was reported that the patient had begun throwing up and had the worst headache she ever had. The patient also experienced double vision, not feeling well, and slurred speech. It was indicated that it was a spinal fluid leak. Regarding symptoms / spinal fluid leak, the event was described as having occurred 11 days after (B)(6) 2016 and later further noted as ¿ (B)(6) 2016¿. The date (B)(6)2016 is considered an approximate date of event (month and year known only). The patient spent 9 days / 8 nights in the hospital and needed two other hospital admissions in (B)(6) of 2016. The physician¿s name was clarified regarding the hcp at the time of the events surrounding the implant in addition to who the surgeon was. The patient was currently receiving dilaudid with concentration of 50 mg/ml at a dose rate of 42.826 mg/day. It was further noted that the pump was previously administering dilaudid with concentration 25 mg/ml at a dose rate believed to be ¿16 something¿ mg/day.